Event description:
It was reported that a detached sensor wire was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, a portion of the wire was stuck in the patient´s skin. The patient went to the hospital and they performed an x-ray confirming the presence of the wire in the skin. On (B)(6) 2025 the patient underwent surgery with general anesthesia to remove the wire part. The wound was stitched and at the time of the report the stitches were still not removed. The patient was treated with pain killers (paracetamol). The patient was discharged the same day. At the time of the report the patient was experiencing lot of pain and the wound was still healing. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).